Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during a coronary artery bypass graft surgery, one heartstring seal's tension spring tethers separated from the seal during insertion into the aorta. The procedure was completed using a replacement device. There were no patient consequences.